Event description:
The customer performed control tests prior to calling and alleged that she received results of 241 and 265 mg/dl. The normal control range was not provided, but should be around 100-140 mg/dl. The customer did not have her meter or supplies with her at the time of the call, so further troubleshooting was not possible. No adverse events were alleged. It does not appear that any product will be returned at this time.

Manufacturer narrative:
The customer was unable to provide a serial number for her contour meter, so it was not possible to determine a manufacture date.